Event description:
The user reported being unable to stop pacing stimulation during the procedure. The ep-4 system was turned off in order to stop stimulation. There was no patient incident. On (B) (6) 2009 confirmed: the device was idle and the case was being reviewed when the user reported observing signals indicating the heart was being paced, including a pace maker. The user reported that the unit was in f8 protocol menu and changed to f5 at some point in the incident. The user turned off both stimulator channels. This had no effect. Specified pacing continued as did the pace maker. The ep-4 speaker was heard as normal while pacing. The user turned the system off to stop pacing.

Manufacturer narrative:
(B) (4). A diskette is being sent to the user to obtain a copy of the case. A follow-up report will be submitted upon completion of investigation.